Event description:
Aventis case ID: (B)(4). Initial report: this spontaneous report was rec'd from a consumer via our affiliate in (B)(4). A ptc (product technical complaint) has been initiated for this report: local ptc #(B)(4). This report involves a female pt who was administered three treatments with sculptra (poly-l-lactic acid) (indication, dosage and therapy dates not provided). Medical history is unk. No concomitant medications were indicated. A consumer reported that she rec'd three treatments with sculptra and developed lumps and bumps all over her face with one large lump on her chin. The treatments were administered approx six weeks apart with the last treatment on (B)(6)-2006. The pt stated that she first noticed the lumps on (B)(6)-2006. The lumps are especially bad on the right side of her face below the corner of her mouth, near her chin. She could feel them from inside her mouth with her tongue. Her physician gave the pt unspecified steroids for ten days to treat the lumps, which was ineffective. The pt was then given three small injections directly into the lumps with triamcinolone, which was also ineffective. The outcome was ongoing at the time of the report. Further info has been requested. Addendum for f/u rec'd on (B)(6)-2006: add'l info was rec'd from the pt indicating that she has used sculptra for 3-4 months, but stated her "face is a mess" she has terrible "raised lumps" on her face, which she said looked like "dried warts", her skin is purple and it is painful to talk. The pt is very distressed. She has been back to the specialist who administered an injection (nos) and told her to massage the area. Addendum for f/u info rec'd on (B)(4)-2007: add'l info was rec'd from the pt's dermatologist. The pt developed nodules on either side of her chin following two sessions of sculptra therapy on (B)(4)-2006. The doctor's observations are that there is a slight prominence, redness probably due to over massaging by the pt. Following a course of systemic corticosteroids, oral steroids and two steroid injections, the nodules are still present and the pt has developed a psychiatric disorder (nos) with suicidal tendencies. Further info is expected.

Manufacturer narrative:
This report involves a female pt who was administered three treatments with sculptra (poly-l-lactic acid) and developed lumps and bumps all over her face with one large lump on her chin. The treatments were administered approx six weeks apart with the last treatment on (B)(6)-2006. She first noticed the lumps on (B)(6)-2006. The lumps are especially bad on the right side of her face below the corner of her mouth, near her chin. She could feel them from inside her mouth with her tongue. Her physician gave the pt unspecified steroids for ten days to treat the lumps, which was ineffective. The pt was then given three small injections directly into the lumps with triamcinolone, which was also ineffective. F/u info rec'd on (B)(6)-3007: add'l info was rec'd from the pt's dermatologist. The pt developed nodules on either side of her chin following two sessions of sculptra therapy on (B)(6)-2006. There is a slight prominence, redness probably due to over massaging by the pt. Following a course of systemic corticosteroids, oral steroids and two steroid injections, the nodules are still present and the pt has developed a psychiatric disorder (nos) with suicidal tendencies. The manufacturer does not believe the event of suicidal tendencies is directly related to the sculptra or sculptra treatment. Lumps/bumps as well as the associated discoloration and pain are considered listed in the labeling for the product. The manufacturer sees neither an increased trend in frequency or severity of lumps/bumps, nor any new safety signals as the result of this report. Lumps/nodules are typically a cosmetic concern and not a major medical issue that would result in permanent disability, a life-threatening condition, or fatal injury.